Event description:
The device was used during a cholecystectomy. Sometimes there is no function, depends on the setting of the footswitch cable. The case was completed with a like device. There was no consequence to the pt.